Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was unconscious on (B)(6) 2021 and experienced high and low blood glucose. Customer¿s blood glucose was 1.7 mmol/l. Customer did not remembered high blood glucose value. The customer did experience any symptoms such as shaking, sweating, anxiety and mental confusion due to low blood glucose level and did not experienced any symptoms due to high blood glucose level. The customer was treated low blood glucose with two glass of juice and some cookies and high blood glucose was treated with manual insulin. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Auto mode was not used during the time of event. The insulin pump will not be returned for analysis.